Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the guidewire protruding from the side of the catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga x 2.25¿ accucath peripheral IV catheter assembly. Usage residues were observed throughout the sample. The tip of the guidewire had perforated the tip of the catheter. Microscopic inspection of the sample confirmed that the tip of the wire had punctured the catheter tubing near the distal tip. The catheter exhibited deformation in the vicinity of the perforation. Microscopic inspection of the distal end of the assembly revealed the catheter lie length to appear unremarkable. Material buckling and abundant kink impressions were observed within the tapered region of the catheter. The kinking and buckling of the catheter tip were consistent with attempted catheter advancement against resistance. It appeared that the catheter was partially advanced against resistance prior to guidewire advancement. A subsequent attempt to advance the guidewire appeared to perforate the partially advanced catheter tip. A lot history review (lhr) of reds1121 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported guidewire came out of the side of the needle. No other information was provided.